Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a thrombectomy procedure in the basilar artery using a penumbra system jet7 kit. It should be noted that the patient's anatomy was very tortuous. The procedure ended after the physician made one successful pass with the penumbra system jet 7 reperfusion catheter (jet7) and a velocity delivery microcatheter (velocity). However, the physician mentioned feeling resistance while advancing and while retracting the jet7 within the target vessel. After the procedure ended, the physician removed the devices and noticed that the jet7 had become stretched. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jet7 was ovalized approximately 14.0 cm, 15.0 cm, 17.0 cm, and 105.0 - 114.5 cm from the hub. The device was kinked approximately 130.5 cm from the hub. The total length of the jet7 was approximately 137.0 cm. Conclusions: evaluation of the returned jet7 revealed a long ovalized region on its distal length. The ovalized region begins near the start of the hydrophilic coating on the catheter. If the device is forcefully gripped or pinched during preparation, damage such as this may occur. If the device is ovalized, resistance may be encountered while advancing it into a parent catheter and within tortuous anatomy. During functional testing, resistance was encountered at the ovalized location while attempting to advance the jet7 through a demonstration catheter and the device could not advance any further. Subsequently, the penumbra investigator inadvertently kinked the device. Further evaluation revealed minor ovalization on the proximal length of the device. Based on the reported complaint and returned condition, this damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.